Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v462945, implanted: (B)(6) 2010, product type: lead.

Event description:
Information was received from the manufacturer¿s representative regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient experienced a shocking/jolting stimulation sensation from their implantable neurostimulator (ins). Troubleshooting and diagnostics were performed by the nurse practioner (no results reported). There were no environmental, external, or patient factors reported that may have led or contributed to the shocking stimulation issue. Reprogramming was also performed. It was noted that the ins had worked very well but because of the shocking stimulation the patient experienced, the physician decided to replace, via a surgical intervention, the entire ins system on (B)(6) 2017. It was noted that it was undecided if the doctor wanted to return the products for analysis. The issue was reported as not resolved. The patient status was noted as ¿alive ¿ no injury¿. Pertinent medical history included spinal cord disc disease, i2 to s4 fusion, hypertension, and high cholesterol. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.